Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient saw a flash or spark come from the pdm and then became hot. No further details to report.

Manufacturer narrative:
In the case description, the user mentioned that the device sparked and got hot while charging. Visual inspection of the returned controller found no evidence of a thermal event. Inspection of the charging port of the controller found no damages that would indicate exposure to thermal energy. The charging cable and charging adapter were not returned for investigation. The controller was returned with the battery depleted. The controller was plugged in using a known good charging cable and charging adapter. The controller was able to charge and turn on with no issues. The controller did not spark or get hot while charging. Attempts to replicate the spark by manipulating the charging cable during charging were unable to replicate the spark and heat alleged. Inspection of the android log files found no evidence of high temperatures or thermal exposure on the device. The controller was found to function as intended.